Event description:
It was reported that (2) tlh90 were used during a gastrectomy procedure. It was reported by the rep that there was bleeding at staple line. This led to the surgeon over suturing a staple line. The surgeon is unsure which device led to bleeding.